Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having symptoms of a hematoma; the surgeon performed an irrigaion and drainage.